Event description:
It was reported that the left ventricular lead threshold had been "creeping up" and was high. The lead was programmed from a bipolar pacing configuration to a unipolar pacing configuration, which lowered the threshold, however it was still considered high by the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.